Event description:
A 2.25 mm x 12 mm nc sprinter rx dilatation balloon catheter was inserted to pre-dilate an rca lesion. The lesion morphology was little calcification and 90% stenosis. It was reported that the physician performed study before advancing the balloon for pre-dilatation. The balloon was advanced to the intended lesion site and inflated to 8 atmospheres. The balloon was successfully removed from the patient. The nc sprinter balloon catheter was re-inserted and upon inflation the balloon did not inflate due to a leak in the balloon. Another balloon was used to successfully complete pre-dilatation of the lesion. It was reported that the device was inspected and negative purge was performed prior to use and no abnormalities were noted. No clinical sequelae were reported and the patient is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. There was damage noted to the shaft at 27cm distal to the strain relief. There was crystalized residue within the inflation lumen, balloon and distal tip. There was blood residue evident between the balloon folds, the balloon could not be inflated due to crystalized residue in the inflation lumen. Negative purge confirmed the presence of a leak on the device. A short tear was located over the proximal marker band. The leak appeared to be located on the inside of the fold indicating that the balloon was inflated when the tear occurred. There was blood residue present within the distal tip. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results: little calcification and 90% stenosis. Conclusions: little calcification and 90% stenosis.